Event description:
A user facility report was received that stated that while switching the device on, the nurse received and electric shock. No injury was reported. The device was removed from service.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.